Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and motor was slow. Customer stated the keys are hard to press. Customer did not receive a stuck button alarm. Customer stated that they experienced high blood glucose and treated with bolus for high blood glucose. Customer reported a past event of insulin flow blocked alarmed and resolved by putting the bolus in again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.